Event description:
It was reported that the user attempted to connect a new libre 3 plus sensor to the ilet app and received an alert that the sensor was already in use because it had been activated on a different device, specifically a libre receiver. Symptoms included no adverse clinical effects. Outcomes included successful activation and pairing of a new sensor with understanding that glucose readings would begin after warmup. Investigation included troubleshooting and user education on proper pairing workflow. Investigation of this case revealed that the sensor lockout behavior functioned as designed when a sensor is first activated by another device, preventing subsequent pairing with the ilet until a new sensor is used. It was concluded, based on previously established findings for similar reports, that user setup sequence and expected interoperability limitations were the cause.